Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, a sensor error occurred during the middle of the night. The patient's wife took a fingerstick and the blood glucose reading was 40 mg/dl. The patient experienced a seizure, which was less than 15 minutes. An ambulance was called by the patient´s wife. When the paramedics arrived the patient had already stabilized from the seizure, and when a fingerstick was taken the blood glucose reading was 40 mg/dl. The patient was treated with intravenous glucose and was given some food. After about 45 minutes the blood glucose reading was 117 mg/dl, and the paramedics left. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.